Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('sharp pains in my lower abdomen') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), fatigue ("tired"), dizziness ("dizzy"), pain of skin ("dry sore patches on skin"), contusion ("bruised skin"), alopecia ("hair fall out"), abdominal distension ("bloated "), headache ("headaches"), vomiting ("vomiting") and loss of libido ("has taken our sex life away") and was found to have weight increased ("weight gained 40 pounds"). The patient was treated with surgery (hysterectomy, salpingectomy, oophorectomy). Essure was removed. At the time of the report, the abdominal pain lower, fatigue, dizziness, pain of skin, contusion, alopecia, abdominal distension, headache, vomiting, weight increased and loss of libido outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, contusion, dizziness, fatigue, headache, loss of libido, pain of skin, vomiting and weight increased to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported from social media : medical device removal, loss of libido. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. Case became incident. Removal was added. New event - has taken our sex life away was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.